Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coating came off of the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coating came off of the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood and charred tissue were observed on the heating wire. It was observed that the cold jaw broke off / detached from the jaw subassembly. No other non-conformities were observed. The detached piece of the cold jaw was returned. A microscopic inspection was conducted. The silicon insulation on the cold jaw was observed to be intact. The silicon insulation on the hot jaw was observed to be intact. The heater wire was observed to be detached from jaw, at the entire length of the hot jaw. Based on the return condition of the device, the reported failure "peeled jaw" was not confirmed but was confirmed for the analyzed failure mode "bent wire" and the analyzed failure "break" .

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood and charred tissue were observed on the heating wire. It was observed that the cold jaw broke off / detached from the jaw subassembly. No other non-conformities were observed. The detached piece of the cold jaw was returned. A microscopic inspection was conducted. The silicon insulation on the cold jaw was observed to be intact. The silicon insulation on the hot jaw was observed to be intact. The heater wire was observed to be detached from jaw, at the entire length of the hot jaw. Based on the return condition of the device, the reported failure "peeled jaw" was not confirmed but was confirmed for the analyzed failure mode "bent wire" and the analyzed failure "break" .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coating came off of the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.